Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was observed, which prevented data extraction from the device. The printed circuit assembly (pca) required replacement, and dust and dirt were found inside the unit. No evidence of foam particles or foam degradation was identified. The reported complaint could not be confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.